Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported upon removal the string ripped leaving the pledget inside her vaginal cavity. She sought medical attention for removal of the pledget. After removal, consumer stated she was fine and did not experience any adverse health effects. She did not receive any additional medical treatment.